Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that a "pump jam" error message occurred on the sucker pump. An error message "current over" was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.